Event description:
The pt felt no stimulation for the past two weeks no matter how high the device was set. The programmer was working as intended. She had been in and out of the hospital due to a uti, kidney failure, and a heart issue and she was scheduled to get a defibrillator. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4). Heart issue.